Event description:
During a routine follow-up, the patient received a shock during ventricular noise sensing. It was also reported that unusual artifact was observed on the atrial egm in an episode on (B)(6) 2010. In addition, there was absence of ventricular pacing in an episode on (B)(6) 2010. The device remains implanted; the programmer files were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4) 2011: a preliminary response was received from the manufacturer after review of the programmer files. The files showed that most of the recorded episodes show noise at the right ventricular side. This noise exhibits a non-physiological pattern. It led to a shock therapy. The manufacturer recommended a re-intervention to check lead connection and integrity. (B)(4) 2011: since the device remains implanted, the files from the programmer were reviewed. The files showed no anomaly in device behavior. However, the right ventricular lead integrity and connection is questionable and can not ensure patient protection with the device/lead operating under these conditions. A re-intervention to check lead connection and integrity was recommended. It was reported that the physician has chosen not to do a re-intervention at this time. The device remains implanted. Device remains implanted.

Event description:
During a routine follow-up, the patient received a shock during ventricular noise sensing. It was also reported that unusual artifact was observed on the atrial egm in an episode on (B)(6), 2010. In addition, there was absence of ventricular pacing in an episode on (B)(6), 2010. The device remains implanted; the programmer files were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4), 2011. A preliminary response was received from the manufacturer after review of the programmer files. The files showed that most of the recorded episodes show noise at the right ventricular side. This noise exhibits a non-physiological pattern. It led to a shock therapy. The manufacturer recommended a re-intervention to check lead connection and integrity. Device remains implanted.